Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that error 1 appears after battery discharge tests. There was no patient involvement.

Manufacturer narrative:
(B)(4) is being considered a duplicate of (B)(4). Please refer to (B)(4) and MDR 1218950-2019-06280 for details on the investigation and conclusion of this case. This MDR (above) coded identical to MDR 1218950-2019-06280.

Event description:
It was reported to philips that the device gave an error 1 message. The device was not in use on a patient.